Event description:
The cerebral saturation probe was placed on patient's forehead. The "burn" is still visible 30 days post-op. The product had been in place for less than 24 hours and did not feel warm to touch. This facility has had several similar events with this product. Each patient involved had edema. The purple area is similar to a first degree burn but more closely resembles a pressure type injury. No additional medical treatment was required. The skin is being monitored.